Manufacturer narrative:
An event regarding thread damage involving a femoral impactor/extractor was reported. The event was confirmed. Method and results: device evaluation and results: the first thread on the distal tip is damaged the mar group examined the device under a stereo microscope. They reported that the screw on the body was sheared off and had remnants of red loctite. This would not allow the handle and stud sub-assembly to lock in place. There is a dent at the angled end of the body. The threads of the knob and shaft sub-assembly are broken off. According to the mar group this damages is not from manufacturing or material integrity. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the femoral impactor/extractor was damaged and would not function as intended. The mar group examined the device under a stereo microscope. They reported that the screw on the body was sheared off and had remnants of red loctite. This would not allow the handle and stud sub-assembly to lock in place. There is a dent at the angled end of the body. The threads of the knob and shaft sub-assembly are broken off. According to the mar group this damages is not from manufacturing or material integrity.

Event description:
Secur-fit max stem was implanted. Surgeon was unhappy with version and removed with the instrument 1119 - 2100. The threads were stripped and would not engage with stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Secur-fit max stem was implanted. Surgeon was unhappy with version and removed with the instrument 1119 - 2100. The threads were stripped and would not engage with stem.